Event description:
It was reported that during a da vinci-assisted radical cystectomy with "illeal" conduit surgical procedure, the customer found a disconnection during intraoperative cleaning of the fenestrated bipolar forceps. The procedure was completing as planned with no reported injury using a backup fenestrated bipolar forceps.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands were stuck out at the pulley. The root cause is attributed to a component failure. As part of investigation, additional unrelated observation was identified. The instrument was found to have damage to the conductor wire's insulation. Visual inspection found the internal wire exposed. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The root cause is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 420205-16 / lot/serial# (B)(4)) associated with this event has been performed. Procedure log logged a radical cystectomy with "illeal" conduit surgical procedure on (B)(6) 2022 using system (B)(4). Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022. There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.